Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the electrical contact failure at the electrical contacts of the video connector socket, which might be caused by corrosion of the electrical contacts of the video connector socket and the failure of the locking function of the video connector socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that the endoscopic image of the subject device was not displayed or was distorted due to the failure of the locking function of the video connector socket and corrosion of the electrical contacts of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.